Event description:
Reporter alleged the customer obtained the results of 150 mg/dl and up to 350 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined.